Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert was received for high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) was consulted and confirmed the out of range shock impedance measurements. Ts also reviewed latitude data and determined the device was properly programmed and that the last delivered shock was during device implant. Ts discussed reprogramming the alert to trigger at 150 ohms compared to 125 ohms. No adverse patient effects were reported. This rv lead remains in service.